Event description:
The service report shows that the 840 ventilator stopped cycling. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the safety valve. The unit passed extended self-testing.